Manufacturer narrative:
The reported event of ineffective stimulation could not be confirmed due to the as-received condition of the ipg. The ipg was received in the service app state. Attempts to place the device in therapy app state were unsuccessful, therefore the device couldn't be re-flashed and functionally tested.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation. In turn, surgical intervention was undertaken wherein the abbott ipg was explanted. Leads remained implanted to later connect with competitor¿s ipg.